Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion set was fell off during use and infusion set is used for about a day may be slightly less than a day. The blood glucose level was 150 mg/dl. No further information available.